Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system jet7 kit. During the procedure, upon pulling the penumbra system jet 7 reperfusion catheter (jet7) back into the sheath after completion of the second pass, the jet7 came apart and unravelled. Therefore, the physician used a snare device to remove all the pieces of the jet7. The procedure completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system jet7 kit. During the procedure, upon pulling the penumbra system jet 7 reperfusion catheter (jet7) back into the neuron max 6f 088 long sheath (neuron max) after completion of the second pass, the jet7 came apart and unravelled. Therefore, the physician used a snare device to remove all the pieces of the jet7. The procedure completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5083402. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Initial reporter also sent report to FDA. 2. . Report source. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report. 1. Date of event. 2. Describe event or problem. Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was fractured at approximately 105.0 cm from the hub with material yielding around the fracture site. The total length of the stretched device was approximately 150.0 cm. Conclusions: evaluation of the returned jet7 confirmed a fractured device. The device was stretched around the site of the fracture. If the jet7 was forcefully retracted against resistance, damage such as a fracture and stretching may occur. The sheath used was not returned for evaluation; therefore, the cause of the resistance was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.